Event description:
It was reported that the asymptomatic patient received hv therapy for an af episode with rapid ventricular response which was erroneously diagnosed as a vt. The patient felt lightheaded prior to the shock but felt fine afterwards. Alerts for low high-voltage lead issue and possible high voltage circuit damage were noted. Lead was explanted and externalized conductors were found during the procedure. Patient condition was well after the event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 10.3-12.0cm, 11.8-13.1cm, and 32.2-33.1cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 7.2-7.7cm from the distal tip. The etfe coating was damaged during the surgical procedure at this location. Externalized conductors due to internal insulation abrasion were noted at 14.2-18.0cm from the distal tip. The etfe coating was abraded at this location. Internal insulation abrasion under the rv shock coil was noted at 4.1-4.2cm, 4.4-4.5cm, 4.7-4.8cm, and 5.0-5.1cm from the distal tip, and under the svc shock coil at 21.7-21.8cm, 22.5-22.6cm, 23.1-23.2cm, 24.3-24.4cm, and 25.3-25.4cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 6.0-6.7cm from the distal tip, and under the svc shock coil at 23.1-25.6cm from the distal tip. The etfe coating was abraded at these locations, consistent with the observation from the field of low hv lead impedance.